Event description:
The reporter stated that during spinal surgery using the manta ray anterior cervical plate, the spring arm that retains the screws when they are in place, did not lock over 2 of the 4 fixed screws. There was no adverse outcome for the patient. The implants were not available for evaluation. There was no additional information provided.

Manufacturer narrative:
As a result of integra's 2 year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. A review of the complaint system showed that this was a repeat incident and that the issue was addressed in the failure modes and effects analysis (fmea) for the product, and by corrective action in 2009. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.